Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on (B)(6) 2017. It was reported that the pump was returned using a manufacturer return device kit about a week ago (from (B)(6) 2017). No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 500 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient was experiencing episodes of underdose and overdose starting at an unknown date. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was performed on (B)(6) 2016 and there was no identifiable problem with the catheter. Interventions/actions taken to resolve the issue were unknown. At the time of the report it was unknown if the issue was resolved and the patient status was ¿alive ¿ no injury.¿ surgical intervention did not occur but was planned and scheduled for (B)(6) 2017. The patient medical history included cerebral palsy and spasticity. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was received from the representative on 2017-apr-07. It was reported that they did not know when the issue started. It was detailed that a pump replacement was planned for (B)(6) 2017. It was indicated that the existing pump would be returned for analysis once explanted. It was stated that the representative did not have any further information. No further complications were reported.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from a representative on 2017-apr-21. It was reported that the patient had the pump explanted and a new pump implanted on (B)(6) 2017. It was noted that during the pump replacement a pin hole fracture was discovered in the proximal segment of the intrathecal catheter and that section of the proximal catheter was removed and replaced with a new segment. It was indicated that the patient¿s dose was lowered from 525 mcg/day to 473 mcg/day and that the drug was gablofen [2000 mcg/ml]. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative on 2017-apr-25. It was reported that the pump would be returned and analyse is was requested. It was indicated that the catheter segment was discarded. No further complications were reported or anticipated.

Event description:
Additional information was received from the hcp on (B)(6) 2017. It was reported that the patient first started experiencing episodes of underdose and overdose on (B)(6) 2015 or the very first time seen in the hcp¿s practice. No further complications were reported.

Event description:
Additional information was received from a representative on 2017-may-05. It was confirmed that the representative currently had possession of the pump. No further complications were reported or anticipated.

Manufacturer narrative:
The other relevant component includes: product ID (B)(4) serial# (b)(40 implanted: (B)(6) 2012 partially explanted: (B)(6) 2017 product type catheter. D10: of note: only the pump was returned for analysis (on (B)(4) 2017), the catheter was not returned to the manufacturer (the catheter segment was discarded). Evaluation of the implantable pump serial number (B)(4) did not reveal any anomalies: the returned pump passed all functional testing in the laboratory. Correction patient codes (B)(6) <(>&<)> (B)(6); device code (B)(4); and eval code-conclusion (B)(4) are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.